Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. While placing the 2.50x20 mm taxus express2 drug eluting stent, the shaft fractured. The procedure was completed with another taxus express2 stent. No pt complications were reported. Pt status reported as "ok".